Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was intended to be implanted during a percutaneous transhepatic biliary drainage procedure on (B)(6), 2011.according to the complainant, when the device packaging was opened, dust was found. It could not be confirmed if the sterile barriers were compromised. The device was disposed and the procedure was successfully completed with another flexima biliary stent system.there were no problems or patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.